Event description:
Additional information received indicates that the lead had fracture.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, the x-ray, performed an inspection of the returned lead extension found a wire being broken at channel # 6, 7 distal electrodes. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01620. It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedance on the lead and extension. Surgical intervention took place wherein the lead and extension were explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.